Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose levels and paramedics were called. Customer stated she passed out, her husband gave her candy and by the times paramedics arrived, customer's blood glucose started to rise and did not need paramedic assistance. Customer reported the sensor was reading her glucose in the 100 mg/dl range. Customer's blood glucose was 27 mg/dl. Customer reported that she started vomiting and might have eaten gluten which she is allergic too. Customer declined troubleshooting. No further information reported.